Manufacturer narrative:
(B)(4). (B)(6). The device was returned and an evaluation was performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection verified that the sponge was out of the minicap but dimensions of the sponge measured were within specifications. The cause was not determined. A CAPA has been opened to further investigate this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a mini cap sponge coming out of the mini cap. There was no patient involved as this was found before use. No additional information is available.